Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03334-1, 0001822565-2022-03335-1. Visual examination of the provided pictures verifies the part and lot numbers. Biological debris present on all product. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral reverse-type shoulder arthroplasties are anatomically aligned. There is no fracture, dislocation, implant loosening, or other abnormality. Implant fit and alignment are maintained. Bone quality appears mildly osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right shoulder revision approximately 14 months post implantation due to discomfort and clicking of implants.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03334, 0001822565-2022-03335. Medical products: item#: 110030776, cr 40mm glenosphere std cocr; lot#: 64973437; item#: 110031427, cr vivacit-e 40mm brng std; lot#: 64597882. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.